Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and a bd error code was observed. Engineering analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. If a new replacement window is desired, new data needs to be provided for re-evaluation. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Engineering analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.